Event description:
It was reported that when the patient increased stimulation she had increased headaches. It felt like the 'leads were swollen' to the patient. There was no known incident or accident related to the complaint. The symptoms began 4 days prior to the report date. The device system was explanted (date unk). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.